Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was performed. The insulin pump passed the tests and the insulin exited during prime test. It was also reported air bubbles in the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.